Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer reporting that they are frustrated with the implants and can't seem to get them to work. They explained they have been to their neurologist almost every week to get the devices adjusted to get shakes to go away, but they have gotten worse. The patient added that it wears them out walking from one room to another and that he's had to quit work because of his tremors. The patient was trying to get into a hospital but said "they don't know if they can make it till then" with an opening in september. They state they have been seen by a manufacturer representative. The patient was asked if they had any falls or trauma and confirmed they feel once "probably in may" because he was shaking while walking. The patient added that it resulted in just a minor facial scrape and stuff like that. They went in for a check up after the fall. The system was not assessed at the time. After the fall, the rep hooked up the implants, checked the leads, and said "everything was good". The rep was not aware of the fall. They loved the device for 10 years, noting that it took away the tremors. The "other side" went bad so they had an implant put in last year to control the other side. They noted they have not been able to get the most recent device implant under control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. The patient reported for about two months prior he was having difficulty having the implants programmed correctly. The patient stated his tremor had gotten worse and the rep came in to reprogram the devices but that didn't resolve anything. The patient stated he ended up in the ER on (B)(6) 2019 for different non-device related issues but his tremors did come up at the ER. The patient stated the health care professional (hcp) recommended he go see a neurologist to have the deep brain stimulation (dbs) programmed. The patient stated he needed to see an hcp to troubleshoot the programming and actually look at the devices to see if they were implanted correctly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that patient has two implants one in each chest and was having problems with getting them set or programmed properly. Patient stated that the programming did not seem to be holding. Patient goes to the neurologist and he sets the programming and it seems to be fine it stops the tremor and then within a couple days it suddenly returns. Patient stated that they were at the at the neurologist yesterday and was reprogrammed and was fine, and today patient was having difficulties with the tremors. Patient noted that they had one device for the right side and it helped. They added second device in (B)(6) 2018 and now is having trouble with tremors on both sides. Patient was informed that the ins's are designed not to talk to each other, so they can't sense anything the other side is doing, and that patient might not be at their therapeutic level yet. Patient was advised to contact their doctor and review their case. No further patient complications were reported/ anticipated as a result of this event.